Manufacturer narrative:
H10, h3, h6: the reported 4.5 footprint ultra pk suture anchor system, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, inner plug was already deployed most of the way down. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent rotation of the torque limiter knob causing the inner plug to advance. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of this complaint case revealed there were no patient injuries reported. The future impact to the patient beyond the procedure cannot be determined based on the limited information provided. Should additional medical information be provided, this complaint will be re-assessed.

Event description:
It was reported that, during a shoulder arthroscopy, the "4.5mm footprint ultra peek anchor" came out of the package with the inner plug already deployed most of the way down. The procedure was successfully completed without delay using the same device. However, the surgeon had to tie knots over the anchor since he was not sure if the inner plug was working correctly. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.